Event description:
It was reported that the device has a display issue. There is a weak 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u2 on display board and door assembly with keypad. Lvp lifted keypad recall completed. The probable root cause of the reported issue was due to electrical failure of the led display grn 7segment. A review of the device history record showed the device had a manufacture date of 23jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.